Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet screen cracked after leaning on a beam at work. The screen was unresponsive and the device was not functional. A replacement ilet was arranged, and the user reverted to an alternative insulin therapy while awaiting the replacement. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.